Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was kept in place on (B)(6) and came out naturally on (B)(6). Per internal comments received on 07feb2024, if they inflated it after it comes out, it was inflated. Per internal comments received on 13feb2024, they were unable to confirm that the balloon was damaged. No other abnormalities were found on the exterior.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual: received one (1) used all-silicone foley catheter with sample port connector without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was kept in place on (B)(6) and came out naturally on (B)(6). Per internal bd comments received on 07feb2024, if they inflated the balloon after it came out, it was inflated. Per internal bd comments received on 13feb2024, they were unable to confirm that the balloon was damaged. No other abnormalities were found on the exterior.